Manufacturer narrative:
The manufacturer did received device and x-rays for review. Where lot numbers were received for this devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that tabs on lag screw broke during removal. Surgeon used midas rex to cut new grooves in lag screw followed by over tightening inner bolt through t handle to remove lag screw. Finally, the lag screw was explanted. At this time it is unknown if surgery time extended. No information for impact to person affected.